Event description:
During a surgery while monitoring brainstem auditory evoked potentials (baers) it was identified that the data was incorrectly represented. Upon troubleshooting the electrodes, the ear inserts and the computer settings all were correct. The data being represented did not fit the clinical picture. The neurophysiologist then opened another test file and ran same patient/setup and the data reflected opposite of original data. This points to the software must have a glitch given the setup and settings were all identical from test #1 to test #2. This presents a serious concern as the data provided to the surgeon was inaccurate and potentially harmful for the patient.